Manufacturer narrative:
The customer's reported complaint of autopulse displayed out of service please revert to manual CPR error message upon powering on was confirmed during functional test and archive review. The issue was attributed to a defective processor board. To remedy the error, the processor board was replaced and once completed, the system error message was able to be cleared. Visual inspection was performed and damaged was noted on top cover, encoder cover and motor cover of the platform upon receipt. The autopulse platform is a reusable device and was manufactured on 07/10/2010, therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Review of archive data showed the internal parameter was corrupted. During power up of the platform, system error occurred and therefore unable to perform the initial functional testing. Processor board was replaced to remedy the fault. Once completed, the platform passed the final functional test with no issue. An additional repair and unrelated to the reported complaint, an update was completed to ensure that the autopulse platform was functional without issue. Drivetrain was replaced to adjust the brake gap issue. Once repaired, the platform passed the final functional testing and no issue was observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse displayed system error out of service revert to manual CPR error message upon powering on. Per the customer , the error message was unable to be cleared. No patient involvement was reported.